Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an enteral feeding pump. They stated that the unit had no power and could not hold a charge. The unit was returned to a local service center and the service technician found damaged components on the pcb control board including a melted battery cable.

Manufacturer narrative:
Investigation: 10/28/2015. An investigation of kangaroo epump was performed for the reported condition of, ¿no power/won¿t charge.¿ initial inspection of the unit found that the pump would not power on therefore, this report will be considered confirmed. The unit was found to have burn damage on the pcba and battery wiring harness causing no power. All burn damage was contained to the inside of the pump housing. The pump will be scrapped to correct the reported issue. Kangaroo epump was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.